Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels. No exact blood glucose levels were provided. The customer was reportedly treated by emergency medical services that provided a glucagon shot to the customer. The customer reported that the sensor of the insulin pump showed that the customer's blood glucose level was 400 mg/dl. The customer erroneously thought that he actually had high blood glucose levels. The customer treated with a bolus from the insulin pump in error. The customer has not worn the sensor of the insulin pump ever since the event. No additional information was provided.